Event description:
It was reported that the ilet screen became cracked and inoperable after the user likely rolled onto the device during sleep, resulting in a nonresponsive touchscreen while blood glucose data remained unaffected and the device had been synced prior to shut down. Symptoms included no injury. Outcomes included interruption of normal device use requiring backup therapy and replacement of the device, without hospitalization. Investigation included product return for analysis and review of device performance history. Investigation of this case revealed physical damage to the display assembly consistent with external mechanical stress. It was concluded that the event was due to accidental physical damage, not a device malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.